Event description:
Infant found to have tpn leaking from crack in clave. There were two such devices found to be leaking on different infants. The devices come from the same lot and that lot has been pulled.what was the original intended procedure?tpn feeding.